Manufacturer narrative:
(B)(4)

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when a sensor session is started on the receiver the antenna icon does not display in the upper left hand corner of the screen. No additional event or patient information is available.